Event description:
It was reported the device is used to infuse albumin with an infusion set. On several nights the pump hasn't infused the amount of albumin as it was programmed to and the pump didn't alarm either. In the morning the infusion bag has been quite full and that raised the suspicions in the first hand. As a result the small patient didn't get the amount of albumin, that he was supposed to have. The customer was compensated with a full box of infusion sets (21732224). (In addition to pump, only 1 used administration set and a new one from same lot are available for evaluation and it is unknown which of the 3 events the sets are associated with). No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 09-jun-2022 and attached by ICU medical in complaint: the pump and the administration sets available are on their way to you. The customer is not able to pinpoint the exact dates of the events, but they were around the same time in end of january ? Beginning of february (original notification indicated 17-mar-2022 as the event date). I don't yet have the patient information ? Do you still need that? I know that it's a small child.